Event description:
Customer reported device = hi at 3;30 pm. Family member took them to the emergency room (ER) at about 3:50-4:00 pm. Hospital device = 436 mg/dl. Cusotmer was given an IV and an insulin shot. Customer was released at 8 pm. Customer stated having several similar incidents where he went to the ER. Device would = 522 mg/dl and they went to hospital and their device = 400 mg/dl. Customer remained for a few hours and received and IV and an insulin shot. Customer was once admitted in order to stabilize glucose. No controls. A request was made for return product and replacement product was sent.